Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is 146 mg/dl. Customer states that they were unable to exit the prime loop. Customer states that the insulin pump is squirting insulin out of the insulin pump.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk noted. The insulin pump passed displacement and rewind tests. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corner, broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.